Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the hdd for the imaging system was not fully seated, the unit was then unplugged and replugged to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
Medtronic received information that, while in a pelvic trauma based procedure, the imaging system displayed a white screen when attempting to transfer a 3d image acquisition to the navigation system in the operating room (or). It was reported that the imaging system was restarted by unplugging the power cable. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.